Event description:
The customer contacted stryker to report that their device does not power on initial start up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The fault was attributed to a disconnected wire capacitor connector. The device was retained by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not power on initial start up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.